Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted as a fractured was noted on the middle part of the inner coil. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted there were multiple areas in the lead body where the conductor coils are deformed. The coils were severely deformed in one area particularly and give the appearance with the naked eye that a fracture might be present. However, analysis confirmed that both conductor coils are continuous throughout the length of the lead and no fracture exists. The damage to the coils was induced.